Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in machine damaged during sterilization. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this is a cosmetic issue and does not affect functionality of the product. Per details in the complaint, the damaged part did not affect performance or operation of the device. Use error (customer was too rough with tubing and bellows and damaged them). No reported patient injury.